Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 04/17/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2401 is being used to capture the reported surgical intervention as a result of an unknown injury.

Event description:
It was reported that after a hydrogel spacer injection, the patient experienced a rectal wall infiltration. As a consequence, the patient's radiation treatment was delayed. Additionally, the patient underwent a bowel diversion. At the time of this report, the patient's status remains unknown.